Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, opening assessed, as unidentified (tear) opening (no shell thickness, due to opening is under plug strap disk shell). Use error: observed, opening assessed, as surgical damage per rga. Other-technical: observed, broken on the plug strap assessed, as unidentified (tear) opening. Additional observations: observed, creases on the device. Observed, partial delamination on the plug strap disk shell assessed, as adhesive failure. No further actions are required, since no manufacturing issue is observed.

Event description:
Healthcare professional, later reported, "3m cut made to drain implant. Since, fill port could not be accessed". And "hole in valve".

Event description:
The device has been explanted.